Event description:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that, when the monitor is turned on it has a rainbow-colored screen that is completely inoperable. The user tried multiple restarts with no impact on-screen performance. The device was received by an engineer and the troubleshooting was performed. Display assembly got replaced to address the issue. Additionally, the device nbp, co2, and touch screen got calibrated. Device functions are working correctly. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.